Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. The patient has tremors. The sensing vector at the time of the shocks was set to the primary vector. The device stored some untreated events due to the same noise. Office testing found no noise while using the alternate sensing vector. The sensing vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.